Event description:
During a coronary stent procedure of a pre dilated mid rca lesion, the physician experienced crossing difficulties. The physician was able to cross the lesion, however he was unable to get the delivery/stent device down as far distally as he wanted. While attempting to retract the delivery/stent device some resistance was encountered. Upon removal it was noted that the stent had dislodged. The stent was located in the lesion and two other stents were used to secure the undeployed stent. Pt status is listed as "okay".